Event description:
Complainant alleged that the stall of the ep lab were monitoring a pt (age and gender unk) when the device screen went blank, and only displayed a single dot on the display screen. The staff was able to obtain another device to monitor the patient. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.

Manufacturer narrative:
The complainant biomedical engineering department was uable to duplicate the reported malfunction.